Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Reportedly the customer had slurred speech and confusion. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed apple juice, milk and a muffin to address bg. Customer updated their settings to address the event.